Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon could not be fully inflated or deflated in the distal cephalic arch. The health care provider reported that with additional manipulation of the balloon catheter (pushed forward, pulled back, and rotation of balloon catheter) the device was removed in its entirety, without difficulty, through the sheath. The health care provider further reported that the scheduled thrombectomy procedure was completed as planned. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 12mm x 4cm balloon. No anomalies were noted to the device at this time functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed without issue. An inflation device was connected to the inflation hub. The balloon was able to be inflated to rbp without issue. The balloon was then fully deflated, without issue. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, no anomalies were noted to the inflation/deflation ports. Upon removing the balloon, it was noted that the glue bullet was not in its correct location and was partially lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, it appeared that the flat edge of the glue bullet was not perpendicular to the polyimide shaft, causing it to become lodged inside the outer catheter shaft. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a product quality issue, as the glue bullet was improperly formed, causing the glue bullet to become partially lodged within the outer catheter shaft. The investigation is inconclusive for inflation and deflation issues, as the user may have experienced issues inflating/deflating the balloon had the glue bullet been lodged in the outer catheter shaft during the procedure. The evaluation found the glue bullet was partially lodged within the catheter shaft, blocking the inflation/deflation ports. The flat edge of the glue bullet was slanted and not perpendicular to the polyimide. The root cause for the glue bullet becoming lodged in the catheter shaft is manufacturing related and likely caused the inflation/deflation issues. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.